Event description:
It was reported that while in the cath lab, the (iab) intra-aortic balloon was prepped and inserted via the pts left femoral artery using the sheath. The pump alarmed and blood was noted in the helium pathway stripes were generated but are not available for review. There was a delay/interruption in iabp therapy. A second iab was not inserted, the iab therapy was suspended. The pt expired. On (B)(6) 2015 additional info received from the (cop) chief of perfusion. The pt received the iab from a referring hospital on (B)(6) 2015, blood was found in the helium tubing on (B)(6) 2015. The cop is not sure how long the pt received iabp therapy prior to the event. There were flecks of blood 3/4 of the way down the tubing; most of the tubing had flecks of blood. It is unk if blood entered the pump. The pump did not alarm. An rn doing hourly rounds noticed the blood in the tubing. The iab was removed via resident and pressure held on the femoral artery until bleeding was controlled. After iab removal the pt was moderately stable at first, then slowly decompensate. The md's were discussing inserting another iab as the pt's condition worsened, but the pt self extubated, with mortality soon afterwards.

Manufacturer narrative:
(B)(4).